Event description:
Patient reported elevated blood glucose of 460 mg/dl. She indicated that she changed the infusion site and administered a 5.5 unit bolus to address the issue. Patient stated one hour later her blood glucose was 399 mg/dl. She reported that she then observed the infusion set tubing (lot # 6c145uf) had separated from the luer lock connection. Patient changed the infusion set and administered a bolus to address the issue. She reported feeling symptoms of light headedness, dizziness, and trembling when her blood glucose was low the previous night (61 mg/dl) due to being busy. Patient stated that she felt symptoms of nausea, sick to her stomach, dry mouth, and frequent urination as a due to the elevated blood glucose level. Her target blood glucose level is 150 mg/dl. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.